Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited oversensing while the patient was straining on the toilet. The oversensing resulted in inappropriate shocks and pacemaker inhibition in a pacemaker dependent patient. The physician could reproduce the oversensing when the patient took deep breaths.